Manufacturer narrative:
Investigation results: visual examination of the returned complaint device revealed the balloon did not show visual defects and looked normal. Kinks were found on several sections of the shaft. It was also noted that the catheter was cut by the customer. Functional analysis was unable to be performed due to the returned condition of the device. Dimensional examination was performed and the catheter's outer diameter (od) was measured in three sections; distal, medium and proximal passed and were within specification. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner as the device was handled, and/or the interaction with the scope. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, the balloon popped at the desired pressure indicated on the packaging. The procedure was completed with another cre fixed wire dilatation balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, the balloon popped at the desired pressure indicated on the packaging. The procedure was completed with another cre fixed wire dilatation balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.